Event description:
Healthcare professional reported "little amount of peri-implant liquid", very adherent to capsule. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade iii on left side. The device remains implanted. Healthcare professional reported cyst and "radial folds".

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen intact with biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional left side reported capsular contracture baker grade iii, cyst, "radial folds", "little amount of peri-implant liquid", very adherent capsule. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown on left side. The device remains implanted.